Manufacturer narrative:
Update to date of implant. Reported event: an event regarding revision involving a patient specific, midshaft femur was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing "some issues" and that the doctor plans to operate again to solve the issue. It is unknown at this time what device failure modes have occurred. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by patient's cousin: "I send this email on my cousin's behalf. Cousin had a health problem back in 2005 and his doctor ordered an implant form stanmore implants. As we are aware your company took over stanmore implants. The problem is that my cousin's implant has some issues now and the doctors need the implant's blueprints so they can operate again and solve the issue. I called yesterday and one of your employees asked me to email you in order to check if you keep a record of the implants that are sold in 2005 and hopefully find the blueprints that are crucial for my cousin's surgery. I will send you all the evidence we have and hopefully the information will be more than enough to help you locate the blueprints in your system. Please answer me back the sooner you can so we can arrange the surgery as soon as possible."

Event description:
As reported by patient's cousin: "I send this email on my cousin's behalf. Cousin had a health problem back in 2005 and his doctor ordered an implant form stanmore implants. As we are aware your company took over stanmore implants. The problem is that my cousin's implant has some issues now and the doctors need the implant's blueprints so they can operate again and solve the issue. I called yesterday and one of your employees asked me to email you in order to check if you keep a record of the implants that are sold in 2005 and hopefully find the blueprints that are crucial for my cousin's surgery.I will send you all the evidence we have and hopefully the information will be more than enough to help you locate the blueprints in your system. Please answer me back the sooner you can so we can arrange the surgery as soon as possible."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.